Event description:
The customer reported a battery charging problem. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the c-arm cable and batteries. System operates as intended. (B) (4).